Manufacturer narrative:
Concomitant product: 5076-58 lead; st. Jude lead.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The rv lead remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it). No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.